Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, damaged cable) has been confirmed. Upon investigation, the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires. Additionally, corrosion was found the dn pca board. The root cause for the strained cable could not be positively identified but was likely excessive force. The root cause for the corrosion was liquid ingress. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service code 204. Further investigation revealed that the pt's electrode belt had a damaged cable. The pt was issued a replacement electrode belt.